Event description:
Last week, pt had a needle puncture on her left thumb. The above mentioned band aid was applied to it. The next morning, while trying to pull it out, it came off with her skin. She started bleeding and was rushed to the ER, where it was determined that she was having an allergic reaction. She called (B)(6) and asked for the active ingredients in the device and was told it was benzalkonium chloride 0.1% but that she should note that the problem wasn't the active ingredient but the adhesive on the strip. The wound is now healing but is going to leave a scar.